Event description:
Healthcare professional reported left side replacement from textured to smooth due to the patient concern of the implant. Later, healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side replacement from textured to smooth due to the patient concern of the implant. Later, healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.